Event description:
It was reported that during the use of the pump, the bottom section of the pump fell off and the pump started to lose air during the cases. No patient injury was reported.

Event description:
Additional information was received which stating the product was being used during patient use and there were no patient or clinical injury. The event has been resolved. All other information is unknown.